Event description:
It was reported that there were invalid histograms on the remote monitoring transmission data, but the histograms indicate that no data is available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was returned and analyzed. Invalid data was noted on the rate histograms. A prior transmission within 90 days of report had incorrect transmission date affecting the algorithm. The data issue is correctable by switching to a 30 day view when incorrect transmission date is >90 days old or updating monitor to latest software version. (B)(4).